Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (check therapy pad messages, damaged cable) was confirmed. As received, the monitor had failed incoming functionality testing. Upon evaluation, the monitor belt receptacle was broken off, damaging the case where the belt receptacle attaches. Additionally, the enclosure cover was cracked. The cause of the report failure is excessive force placed at the receptacle. The cause of the cracked enclosure cover is physical damage. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) and reported damaged cables and check therapy pad messages.